Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t4-s2. It was found that the rod was broken right above the l5 screw on the right side. No revision surgery has taken place to replace the broken rod.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: three x-rays are submitted for review including an ap lumbosacral view with a reconstruction view rendering the implants orange and lastly a mag view. These show a complex construct that spans from the iliac crest bolts to the thoracolumbar spine above the pictures. The blown up view shows a fraured rod which is non-displaced just above the right l5 screw. There has been a major laminectomy and a postero-lateral fusion is apparent from l4 to the sacrum.